Manufacturer narrative:
The complaint sample was received for evaluation, and was received empty. A visual observation found the red prime key tip had broken off. A baxa repeater pump was used to refill the pump with 400ml of 0.9% saline. Flow accuracy testing was performed with the saf (select-a-flow) set to 8ml/hr. After 37.5 hours of testing the pump yielded a flow rate of 12.24ml/hr which is above specification with a +/-20% tolerance. Pressure pot testing was performed on the flow control tubing (selected-a-flow unit) flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr. The saf unit was detached from the pump and hooked onto a pressure gauge. The average bladder pressure used was 7.81psi. The 2ml/hr flow control tubing did not flow. Flow rate 4ml/hr yielded a flow rate of 3.94ml/hr, which is below specification with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.25ml/hr, which is below specification with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 11.14ml/hr, which is below specification with a +/- 20% tolerance. Destructive analysis was performed on the pca. Once opened the broken red prime key was observed under magnification and revealed signs of stress on the plastic. The 2ml/hr flow control tubing was observed under magnification and found crystalized medication. The investigation summary concluded that a fast flow was observed on the pump and there was damage to the pca prime key. A visual observation found the red prime key tip had broken off and remained in the pca keeping the by-pass valve open. The pump was received empty and was refilled with 400ml of 0.9% saline. The pump infused at all selectable rates when it was received. During flow accuracy testing the pump yielded a flow rate that was above specification with a +/-20% tolerance. Pressure pot testing on the flow control tubing met specification for the 4ml/hr and 8ml/hr rates. The 14ml/hr flow control tubing was below specification. The 2ml/hr flow control tubing did not infuse and crystalized medication was observed in the tubing. Observation of the prime key fragment under magnification found signs of stress. Crystalized medication was observed in the 2ml/hr flow control tubing when observed under magnification. The root causes identified were a damage or broken component and a contaminated component. Actions for this issue have been previously implemented due to other occurrences associated with complaints, and are ongoing. To date, findings conclude that improper removal of the prime key, by the user, is the cause of this failure. This failure will prevent the lever arm from being released to pinch the by-pass tubing, which begins the refilling of the reservoir. Improvements are currently underway in order to mitigate the potential for use error. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0202357110, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation; a follow-up report will be filed. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 500 ml, flow rate: 8 ml/hr, procedure: total knee amputation, cathplace: abductor canal block. A report was received stating the nurse reported to him that a patient had a ondemand unit started yesterday at 12:00pm. It was emptied this morning. The incident was noticed at 10:00am when the nurse made round. The patient was doing well without any signs and symptoms of local anesthetic toxicities. A photo of the was received. It showed that a small piece of the red tab was broken and slotted inside the ondemand unit. Additional information received 29-jun-2016 stated during the time when this pump was connected to the patient, the patient pushed the button four times. During the use of the ondemand unit, the patient was in bed. The pump was place on the bed beside the patient. The patient had complaints of nausea and vomiting on the evening post operatively. No other symptoms were reported by the patient. The patient was discharged home on (B)(6) 2016 at 9:00pm. No additional information was provided.